Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that both shears have cracks.

Manufacturer narrative:
Visual inspection revealed that one part of each cutter showed a crack at the hinge. Furthermore, on one tip of device, a fragment was broken off the cutting edge. The measured hardness values are without the specification due to the occurred cracks and the longtime use. Based on investigation results, the plastic deformations on the cutting edges display that the cutters were used for a longtime. No indications were found for a material, manufacturing related issue.

Event description:
It was reported that both shears have cracks.